Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 months since the subject device was manufactured. Based on the results of the investigation, it is likely that the biopsy channel as well as distal end was burned due to high-energy endo therapy accessory (laser, high frequency, etc.) Being used without ensuring a sufficient distance from the distal end. However, a definitive root cause could not be determined. The event can be detected by following the instructions for use which state: bf-1th1100 operation manual chapter 3 preparation and inspection the following IFU states about warning when using a high-energy endo therapy accessories. User may reduce/prevent occurrence of the event by handling the device in accordance with the IFU. Bf-1th1100 operation manual chapter 4 operation 4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited signs of burning in the instrument channel and the distal end outlet. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.